Manufacturer narrative:
In response to FDA report number mw5085951. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to :capsular contractures" baker grade unknown, "implants overfilled by 20cc, joint pain, extreme pain," and "breast started to hurt and after much research and linking implants to their declining health problems." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency "capsular contracture, implant overfilled by 20cc, joint pain, extreme pain, breast started to hurt and after much research, linked their breast implant to their declining health problems". This record is for an unknown side. Device has been explanted.